Manufacturer narrative:
The insulin pump was received with partially broken reservoir tube lip, missing reservoir tube retainer, cracked case along the side of the battery tube and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the part outside of where the reservoir screws in and does not lock in place. His blood glucose was unknown. The customer was advised to discontinue use of the pump and to revert to a backup plan per his doctor¿s orders. The insulin pump will be returning for analysis.